Event description:
A pt reported blood glucose results of "516 mg/dl and 140 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced for further troubleshooting of the meter.